Manufacturer narrative:
The initial MDR did not include the alternative report identification number. Alternative report identification number (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation: product testing : both retained and returned products for the lot were tested by using chemical method, all results were within specifications. No failure was detected through product testing. Manufacturing record: manufacturing records were reviewed. The records for production process were found to be acceptable, all testing items were completed and met specifications, including incoming chemical materials testing, primary and secondary packaging materials inspection, product physical appearance inspection, bulk and finished product chemical testing and microbial testing, sterilization records, environment monitoring and water system monitoring. There was no same or similar non-conforming material record, or related process/material change. There was no non-conformance related to this complaint. In conclusion, reported lot was deemed acceptable for release. Labeling review: the directions for use (dfu) of the reported product was reviewed. Related instructions and precautions were addressed and adequately provide the patient with information on the proper use of the product. Product deficiency was not determined for the reported lot since all results were within specifications. The reported issue was likely caused by use of product beyond the solution discard date. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: (B)(6) 2015 used as patient reported she never had this problem prior to (B)(6) 2015. Conclusion: since bottle has been opened and was being used since (B)(6) which is beyond the discard dating requirement. All pertinent information available to abbott medical optics has been submitted.

Event description:
A reported was received by e-mail that a patient has a complaint with her bottle of complete multi-purpose solution-easy rub formula, lot: aa04424 expiration 2/2017. She has visited a third eye doctor in a little over 6 months as of today. The first two suggested that she had dry eyes and had her use over the counter eye drops twice a day. She had another occurrence of the eye problem in early (B)(6) and the pain and symptoms re-occurred again sunday. After visiting a specialist ophthalmologist today, he diagnosed that the eye lens solution has chemicals in it which can sensitize the eye. When removing the contact from the eye, the chemical from the solution in effect removes a layer of cells from the eye, causing a cut in the eye. Hers transverses the entire eye and causes extreme sensitivity to light (she has been wearing an eye patch and sunglasses inside darkened rooms since sunday) and nerve pain (which feels like needles in the eye), since removal of the top layer of cells has left the nerves exposed. The doctor recommended switching her current product, complete mps-easy rub formula, to another product. He commented that he sees this issue all the time in these types of easy rub solutions. Further information provided the bottle has been open since (B)(6) 2015. She wears lenses only 5 days per week, and she changes them monthly. She never had this problem prior to (B)(6) 2015. She started to use complete mps during the summer, approximately (B)(6). Her first episode was in (B)(6), her second episode was in (B)(6), and her third episode was this past sunday (B)(6) 2016. Since summer, she started to use drops for her eyes and is still using drops twice per day, doctor said it will help, couldn't hurt. She has not used any products besides complete mps and the drops since june. Doctor said there is no infection, he can see abrasion is healing. Only one eye is affected- her right eye. Doctor said she should be okay to wear contacts by weekend. Doctor also told her that going forward, she should use another product. Patient said as of today, her eyes are not as light sensitive, much better now. She said she didn't tell the doctor she was using complete, just told him generic. She didn't realize she was using complete mps until she went to throw the bottle away yesterday. Use issue will be noted on this complaint since bottle has been opened and was being used since (B)(6). Patient was told her about discard dating requirement once the bottle is opened. Further follow up as of (B)(6) 2016. Patient reports she is 90% better, but still experiencing a little pain. She has not started to wear her contacts yet. Further follow up as of (B)(6) 2016. Patient reports she was able to start wearing her contacts after 14 days. She is not wearing her contacts as long as she did previously, even though she is using a different solution. Patient reports she is doing fine.